Event description:
It was reported that "the customer reps claimed that a wall mounted bracket failed after installing the monitor and it actually fell towards a patient on the bed, but a nurse intervened and stepped in front to cover the patient." The nurse suffered injury in the form of a broken vertebra in her neck, as stated by the customer in this meeting.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.